Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the liquid crystal display (lcd) was broken. It was also noted that the upper case was broken, the ring cover was contaminated and one side bail cover was broken.

Event description:
It was reported, the epg (external pulse generator) has physical damage to the display. The epg was returned for repair. No patient complications were reported as a result of this event.